Event description:
A report was received that the patient underwent a pocket revision procedure due to ipg pocket being too shallow. The physician moved the pocket and the patient is reportedly doing well.

Manufacturer narrative:
The patient underwent a pocket revision procedure due to ipg pocket being too deep. The physician moved the pocket and the patient is reportedly doing well.

Event description:
A report was received that the patient underwent a pocket revision procedure due to ipg pocket being too shallow. The physician moved the pocket and the patient is reportedly doing well.